Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Device received with broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that the insulin pump had damage in the battery compartment. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer was using the backup plan as per healthcare professional instructions due to the damage. The device will be returned for analysis.